Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 6.1, lab-inr: 6.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 6.1, reference: 6.9, mean: 6.50, confidence-limits: unable to determine. (Patient taking several medicines: warfarin, hydrochlorot, lipitor, singular, metoprolol, cymbicort, aspirin, lysinopril, multivitamin and azithromyci). End-user reported discrepant test results. Mean calculation revealed test values were not considered inaccurate. Troubleshoot revealed pt taking multiple medications. There is no sufficient info to determine the root cause of end-user's discrepancy. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. As of today, product is not expected to return. No further investigation will be required.